Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, and calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 200cc mentor smooth round moderate profile on the left side and with an unknown size unknown saline implant on the right side and experienced bilateral capsular contracture; baker grade unknown, and left side calcification postoperatively. As a result, the patient underwent bilateral explantation, and replacement with catalog number 3501640; serial number (B)(4) on the left, and with catalog number 3501640; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.